Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to load a new cartridge onto the pump and experienced an elevated blood glucose (bg) level that was high; specific value not provided. Reportedly, the customer administered a manual injection to address elevated bg level. The customer loaded a new cartridge and resumed insulin delivery. Recommendation was made to consult with healthcare provider regarding diabetes management.